Manufacturer narrative:
The unit received with only 2cm of pebax (coating); the rest is missing. Based on failure analysis performed, the complaint was confirmed. 3 cm of the pebax is missing toward the distal tip, exposing the non-fractured core wire. The probable root cause of this defect was caused by the other device used during the procedure. A DHR review showed no anomalies related to the complaint.

Event description:
It was reported to boston scientific corporation that a jag precursor guidewire was used during an endoscopic retrograde cholangiopancreatography procedure performed in 2007 (patient gender, age, and weight are unknown). According to the complainant, during the procedure, the user tried to cannulate the papilla using olympus's clever cut sphincterotome with jagwire being loaded. After a few trials of cannulating the papilla, the jagwire's hydrophilic end was seen dislodging from the tip of the guidewire (under the fluoroscopy). Part of the hydrophilic end was left in the cbd. Then, the user used a mediglobe's extractor balloon to pull the stone together with the left behind hydrophilic tip out of the papilla. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was not available.